Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the emergency room on (B)(6) 2016. The insulin pump alarmed no delivery. Customer's blood glucose level was 455 mg/dl. Her blood glucose level was treated with insulin and IV. The customer was wearing the insulin pump at the time of hospitalization. She had an EKG and they threw away her transmitter. The device was not returned.